Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy suture, difficult to position knot, difficult to remove closure device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a left anterior descending coronary artery stenting procedure. Reportedly, the proglide device was difficult to remove. The device was removed. The tissue tract was deep and there was fibrotic tissue in the adipose tissue. The suture trimmer could not be advanced. The knot pusher was used and it advanced the knot. The suture trimmer was reinserted and tension was applied to the suture. A piece of arterial intima came out with the suture. The perforated artery was bleeding. The patient was intubated for surgery and given general anesthesia. Using an access site at the left common femoral artery a 6x40 armada balloon was placed at the site of the perforation and inflated for 10 minutes. Heparin was reversed with medication and an additional 10 minutes of balloon inflation was used. Hemostasis was achieved. There was a 2 hour clinically significant delay in the procedure. Hospitalization was prolonged. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.